Event description:
It was reported that there was damage to a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the damaged charging supplies within two-day shipping.